Event description:
During balloon angioplasty for stenosis in a transposed brachial basilic fistula, the balloon ruptured during inflation and could not safely be removed through the existing arteriotomy requiring surgical removal.